Manufacturer narrative:
Device evaluation: the customer's reported problem, "the continuous mandatory ventilation (cmv) indicator lit up at approximately 12 cm/h2o", was verified by performance test using artificial lung. The reported issue was caused by the use of an artificial lung for the measurement. Repair activity was made minor adjustments so that the cmv indicator lights up at 9.5cmh2o at the customer's request, and the device passed all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the continuous mandatory ventilation (cmv) indicator lights up at approximately 12 cm/h2o. In clinical practice, it is desirable to operate at a value not exceeding 10 cm/h2o (preferably 9 to 9.5 cmh2o). The event occurred during priming at the facility. There was no reported patient involvement.